Event description:
Pt reported the device was protruding from the pocket and bleeding. The pt went to the ER for treatment. Hcp confirmed pt symptoms were redness, swelling, drainage and pain. Cultures were obtained from the device pocket. No growth was found. The pt was treated with both IV and oral antibiotics. The issue resolved. No report of device explantation.